Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.

Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant results on a pt presented with shortness of breath and dizziness. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).